Event description:
It was reported that the lead thresholds had increased significantly in one year. The lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood/body fluid on the outer tubing overlay and it was melted. The outer insulation had a cosmetic depression and the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted apparent explant damage. We also received performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.